Manufacturer narrative:
Concomitant medical products: 4351-35 gastric mgu lead, implant date (B)(6) 2019; 4351-35 gastric mgu lead, implant date (B)(6) 2019; 37800 gastric mgu ipg, implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced endocarditis. Vegetation was noted on the right ventricular (rv) lead. The patient was intubated and received pharmacological intervention. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.